Event description:
It was reported that the patient had a revision surgery following a non-union with a synthes distal lateral plate (synthes notified). Following the primary revision surgery using vitoss foam, vitoss morsel, and stryker distal lateral plate there was a reported break and non-union. As a result stryker nails were required to fix the plate. The surgeon noted that the non-unions were a result of the patient and not related to the products. The surgeon noted the patient was obese.

Manufacturer narrative:
An evaluation of the reported circumstances was performed which included clinical consultation. It was concluded, given the patient history and operating surgeons opinion that vitoss was not the causative factor. The patient had previous history of non-union and obesity. The vitoss was also applied in an area with potential load bearing given the size of the patient. In accordance with the IFU vitoss is not to be applied in an area where there is risk for load bearing. Product not returned.